Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's vision progressively decreased due to anterior lens vault noted 6 weeks post implant. Striae and capsular contraction were also noted. The surgeon is planning to perform yag or other unspecified surgery to release fibrosis. According to surgeon, "overhealing" was the likely cause of the event.